Event description:
Boston scientific received information that the clinician wanted to optimize sensors for this very athletic patient as they were not getting an optimal response during the slowdown phase of exercise. The minute ventilation sensor was programmed on in the device and boston scientific technical services (ts) discussed adjustment of the ventilatory threshold. Approximately one and a half months later the patient presented to the clinic and stated that he was experiencing difficulty getting his heart rate high enough. The patient noted that he had a good response for about an hour and then it would sharply decrease. Ts was once again consulted and discussed possibly interactions with the programmed sensors, it could be possible for the device to drop 40 paces per minute in ten seconds and that patient should be brought in for further testing and a save to disk be sent in for review. The clinic made further programming changes and sent the patient home. The patient was brought in and again further adjustments were made. A disk of the device's memory was sent in and reviewed by engineering. It was noted that the mv response was appropriately working for the period of time captured within the information sent in. However the time when the patient was biking was not part of the memory download. Additional programming options were discussed. No adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.